Event description:
It was reported that the patient was using an intra-aortic balloon (iab). The new helium cylinder was installed on (B)(6) 2020. When connecting the helium cylinder, 500psi was measured. At 6:30 pm, it was verified by the sector nurse that the helium cylinder was approximately 400 psi. According to reports by the nursing team, at 9 pm, the helium level had zeroed and there were no equipment alarms. As a result, the iab was removed from the patient and the medication dose was increased as there was no other intra-aortic balloon pump (iabp) or helium cylinder available in the hospital. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iap part has returned to teleflex chelmsford for investigation. The reported complaint of "leak in helium supply" is not able to be confirmed. If additional information or a part is received at a later date, the notification will be reopened, and a full investigation will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was using an intra-aortic balloon (iab). The new helium cylinder was installed on (B)(6) 2020. When connecting the helium cylinder, 500psi was measured. At 6:30 pm, it was verified by the sector nurse that the helium cylinder was approximately 400 psi. According to reports by the nursing team, at 9 pm, the helium level had zeroed and there were no equipment alarms. As a result, the iab was removed from the patient and the medication dose was increased as there was no other intra-aortic balloon pump (iabp) or helium cylinder available in the hospital. There was no report of patient complications, serious injury or death.